Event description:
It was reported that removal difficulty occurred. The target lesion with more than 95% stenosis was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the catheter failed to pull back. There were no patient complications reported and the patient's status was stable.